Event description:
It was reported to target that during the embolization of an "avm," the catheter developed a hole. Another catheter was used to successfully complete the procedure. There were no complications to the patient as a result of this event. Additional information had been requested.